Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 470 mg/dl. Contact did not know if ketones were present. Contact disconnected customer from the pump and administered insulin injections to address bg. Contact did not know cause of elevated bg. Contact declined tandem technical support's (cts) offer to perform a pump system check as contact was in the process of "seeking medical help". Contact did not provide further information. Upon follow up, customer reported to have discussed the event with a healthcare provider and the pump settings had been adjusted.